Manufacturer narrative:
Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
It was reported that the users sensor was not palpable prior to the incision and was not successfully removed during the scheduled procedure. Localization was attempted using a magnet, without the use of a transmitter or ultrasound. The user was reported to be in stable condition following the attempt, and a new sensor was placed in the opposite arm. As a result, the sensor remains in the arm, and no immediate follow-up removal procedure has been scheduled, though, arrangements are being made. The user continues using the system with a new sensor and current data.